Event description:
Bilateral capsulectomy with removal of bilateral breast implants (silicone gel inner and saline outer) and replacement with bilateral saline breast implants due to bilateral capsules and rupture. The right capsule was described as grade ii. The right outer saline lumen was completely depressed with some gel bleed and minimal gel leakage. The left had an intracapsular rupture with white chalky or calcific coating of the capsule.